Manufacturer narrative:
Updated fields: d9, h2, h3, h6, h11 the device was returned to olympus for inspection. Based on the results of the investigation, a root cause could not be identified. The reported failure mode could not be reproduced, and the complaint could not be confirmed. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the bronchofibervideoscope displayed a grainy image. The issue occurred during inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the bronchofibervideoscope displayed a grainy image. The issue occurred during inspection for use. There were no reports of patient involvement.